Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while performing CPR on a patient (age & gender unknown), the device self-charged without any user interaction. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant alleged that during subsequent testing, the device's defib output was out of specification.

Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing,which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the device's configuration settings showed the device was set to start the analysis after CPR and charge if a shockable rhythm was detected. It is possible, that after CPR was performed the device detected a shockable rhythm and automatically charged as it was configured to do. However, this could not be firmly established. The battery or the electrode pads were not returned to zoll medical corporation as part of this investigation. No trend is associated with reports of this type.